Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Lynskey, s. J., frampton, c. M., lynskey, t. G. (2024). My orthopaedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal, 137(1588), 15-24. Doi: 10.26635/6965.6198.

Event description:
It was reported in a journal article that a patient underwent a revision surgery to a total knee due to chronic regional pain syndrome and stiffness thirteen years post-op. Attempts have been made and no further information has been provided.